Event description:
It was reported to philips that the allura system was not powering on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that there was an issue with the power tray assembly. The fse replaced the power tray assembly which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and was unable to reproduce the issue. Analysis of the log file indicated that the malfunction could not be directly confirmed from the event logs and that it could be possible the system was down. During troubleshooting, fse found that there was an issue with the power supply tray. The fse replaced the power tray assembly as a preventive measure to resolve the issue. Failure analysis report of the returned power tray assembly indicated that ¿no failure was found, measured all outputs, all expected voltages correct". After replacement of power tray assembly, the system was returned to use in good working order. The codes were updated based on the investigation outcome.